Event description:
It was reported that the insulin gauge was inaccurate and static. There was no reported adverse effect to the customer's blood glucose level. The fill estimate normalized and no cartridge change was needed. It was also reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently decreased to 50 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B1: adverse event: yes, b2: other serious: yes, h1: serious injury.